Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up failure occurred. The device's ac inlet connector needs to be replaced to address the issue. No repairs were performed. The device was scrapped.